Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2015 with the following findings: black box shows one ¿cs128¿ alarm and one ¿cs177¿ warning due a discharged replace battery use on 05/04/2015, no evidence of short battery life is observed. Returned battery cap and cartridge cap were used to complete the investigation. ¿ez-prime¿ steps were performed correctly, all currents draws are within specifications. Investigators were unable to duplicate ¿short battery life¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power circuit or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.